Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "when ventilator was on patient, the device shower twice some high priority alarms and after alarm 341004 or 244018, the device stopped ventilating. The medical staff was immediately by the patient and he was not harmed or injured." (2)health impact: no patient harm thefore: no health consequences or impact and no clinical signs, symptoms or conditions occured.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: the blower was identified as defective component. The blower was replaced and solved the issue. Corrected: h6 section imdrf codes were updated/corrected.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "when ventilator was on patient, the device shower twice some high priority alarms and after alarm (B)(4), the device stopped ventilating. The medical staff was immediately by the patient and he was not harmed or injured." (2) health impact: no patient harm therefore: no health consequences or impact and no clinical signs, symptoms or conditions occured.